Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with an unknown blood glucose level. The customer reported multiple pump errors on the insulin pump. The customer reported that hey were able to clear the alarm and rewind the insulin pump. The customer stated that the insulin pump passed the self test. He insulin pump will not be returned for analysis.